Event description:
A user report was received related to an excessive amount of artifacts and can't obtain the ECG screen at times. A reported product problem was investigated and could not reproduce the reported problem and confirmed the device was working correctly when it was tested. To correct the intermittent issues ECG module was replaced and calibrated nbp, co2. Returned device to the customer with fully working condition. Repair report attached.